Event description:
According to a copy of the operative report rec'd from the hosp, the pt had his bjork-shiley convexo-concave aortic heart valve replaced due to a perivalvular leak. The pt survived surgery and was transfeered to the intensive care unit in stable condition.